Event description:
The following information was reported: three devices from the same lot number resulted in a balloon loss of pressure during prep. Manual compression was used for 20 minutes to obtain hemostasis. There was no patient complications. The patient was not hospitalized. Procedure type: intervention vessel type: peripheral vessel size: greater than 7 mm stick location: medium sheath size: 6f intended closure: arterial.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1430008) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. (B)(4). See medical device report #3004939290-2015-00081, 3004939290-2015-00082 and 3004939290-2015-00083 for the 3 devices.